Event description:
Patient underwent planned outpatient robotic ventral hernia repair. Intra-procedure force bipolar instrumentation did not properly cauterize. Equipment removed from field and new instrumentation obtained. Procedure proceeded without complication.